Event description:
It was reported that during the surgery, could not fire when severing colonic tissue on the 2nd firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided. Procedure: right hemicolectomy

Manufacturer narrative:
(B)(4). Batch # u5a72g. (B)(4). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload present. The reload had the proximal 39 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The device was tested with the returned reload and fired without any difficulties however, the staple line at the distal end showed that 1 staple was malformed. The device was then tested with test reloads for functionality in the three (green - blue - gold) staple height selector positions and achieved its firing sequence without any difficulties however, the staple line at the distal end showed that 2 staples were malformed when fired on the blue height selector position. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. No conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.